Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hypoglycemia upon waking, treated with juice and a small muffin, after which blood glucose rose rapidly. The user later experienced a subsequent decline toward hypoglycemia, and the situation was managed with additional oral carbohydrates. Symptoms included hypoglycemia followed by hyperglycemia ranging from 53 mg/dl to 298 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized by overtreating hypoglyemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.